Event description:
Reportedly, "after firing of the staples, the instrument with the dlu could not be removed from the pulmonary artery: an important bleeding was caused due to the fact that the staples didn't close properly and moreover they remained sticked in the dlu. The surgeon was compelled to effect an emergency maneuver. We have been informed that the sample has been kept in formaldhyde with pulmonary artery. Please let me know if you want received it." Sex" unk procedure: lobectomy.